Manufacturer narrative:
Product ID 97745bp, lot# serial# (B)(6). The device is received for analysis and found stuck in passive recharge mode ,no were visually anomalies observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller reported that they had been having charging issues for a while, confirmed since sometime in 2024. Patient reported their controller battery depletes very fast while charging their implant and their ins barely charges and all. Patient reported they had been getting "weird reading off this thing for a while;" agent asked for clarification and patient described the controller battery showing conflicting charge percentages. Patient reported battery empty cannot continue recharge the controller message displayed on their controller and stated they had removed and reinserted their battery pack, but this had not resolved. Patient stated controller showed 100% and ins showed 50%. Patient confirmed green light on ac power supply. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powered on with batteries screen displayed. Patient re-inserted the battery pack and reported controller showed 0% with green flashing light. Patient then reported controller showed 60% and ins 40%. The issue was not resol ved. An email was sent to the repair department to replace the battery back. Additional information receive from patient. Patient reported they are still encountering the same issues after the replacement of their battery pack. Additionally, they noticed their recharger cord had been getting really hot when trying to charge their ins. Agent reviewed information and sent email to repair. Agent closed case.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product ID 97745bp, lot# nlh065011n, serial# (B)(6). The device is received for analysis and found stuck in passive recharge mode, no were visually anomalies observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.